Manufacturer narrative:
The device was received for evaluation and repair. Pre-repair temperature testing did not confirm the complaint. The temperature at 1 minute was 79.2° f for the front bearing, 80.2° f for the motor, and 81.5° f for the rear bearing. The device was tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device received for analysis but not yet performed. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a handpiece. It was reported that the device was heating up. There was no patient or staff impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.